Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. The reported patient effect of dissection is listed in the xience skypoint everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the patient presented with angina. Angiography revealed a fully occluded mid right coronary artery that is 80% stenosed. The lesion was predilated with an unspecified semi complaint balloon and the 2.75x33mm xience skypoint drug-eluting stent (des) was implanted at 16 atmospheres. Fluoroscopy revealed a dissection at the distal end of the stent. A 2.75x12mm xience skypoint des was used to cover the dissection. There was no clinically significant delay in procedure. No additional information was provided.